Event description:
It was reported that while attempting to treat a midly calcified mid left anterior descending lesion, the balloon pressure would not increase over 6 atm. The unit was exchanged for another balloon dilatation catheter which was inflated up to 14 atms. No pt injury was reported. This event is being reported based on the investigation of the device.